Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a red irritation. The irritation was circular, on the patient's right side, under her breast, and was itchy and bothersome. There was discharge and blood residue on the garment. There was no alleged device malfunction contributing to the irritation. Patient was recommended to use an antibiotic lotion by a physician. Follow up indicated that the irritation has improved.